Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the pump was exposed to water and now the keypad buttons were unresponsive. The patient reportedly wore the pump in a pocket. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4) 2012. Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: keypad buttons are not responding to button presses. Observed the keypad cover is peeling and lifting from above the contrast button extending the length of the keypad, to the ok button. The button contacts are exposed. The keypad cover was removed and observed contamination under all the button contacts. Additionally, visually confirmed of moisture in battery compartment. There is corrosion present in the battery compartment. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. An in-house leak test was performed and failed for battery compartment leak. The pump was opened to check for internal moisture damage. Corrosion/moisture residue was found on internal components and pcbs.